Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high impedance with high threshold on (B)(6) 2017. The lead was capped and replaced on (B)(6) 2018. The procedure was successful. The patient was asymptomatic and was discharged after the procedure.